Event description:
The patient reportedly experienced a decrease in performance and intermittencies while wearing the sound processor. In 2005, the patient was seen by a company representative for device evaluation. The patient continued to be monitored by the center. Four and a half months later, the decision was made to explant the patient's c1 device.